Event description:
Customer has noticed that the rectal retractor (al07368000) from the ring & tandem combination applicator set (al13017000) is starting to have the titanium rod almost coming through. This set has been used and sterilized 16 times to date. No pt involvement reported. The problem was identified by the user prior to further clinical use.

Manufacturer narrative:
A f/u of this MDR is expected and will be submitted as soon as the part is received and investigated.